Event description:
Lina sharp skin hooks used with lina self-retaining retractor frame for a posterior colporrhaphy. Skin hooks caused lacerations at the vaginal entrance which was repaired with suture. No further complications noted. Lina skin hook small sharp dual pack ref sh-110. Unable to provide lot number.